Event description:
It is reported that the pt was revised due to pain, instability, and fluid around joint. During revision, it was discovered that the polyethylene inner ring was broken off and corrosion was found on the head trunnion and stem. An 8mm groove that was worn out was also discovered on the modular neck.

Manufacturer narrative:
This report will be amended when our investigation is complete.